Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level, which caused a urinary tract infection. A specific bg value was not provided. Reportedly, the customer used off-label insulin. In addition, the customer did not enter carbohydrates consumed into the pump for a protein shake consumed. The customer changed the infusion set and cartridge and successfully resumed insulin delivery to address bg level. Customer declined further troubleshooting with tandem technical support.